Event description:
Healthcare professional (hcp) reports a fiber leak detected by a blood leak alarm and confirmed by hemastix in the first hour of treatment. New disposables were used to continue the treatment without incident. Estimated blood loss of approx 100 cc reported. This dialyzer was on the 15th reuse when the fiber leak occurred. No pt injury or medical intervention reported.